Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended.